Manufacturer narrative:
Product analysis : analysis was able to confirm the customers comment that the external pulse generator (epg) displayed an error code. It was found that the red display wire was shorted to main printed circuit board (pcb). The hanger assembly was broken. The upper case was dented. The lower case was scratched. The main world label was scratched. The device failed incoming functional testing; 810 error cleared. Powered device up on bench, error 810 occurred. It was then reran on language fixture to clear 810 error. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service after displaying an error code, and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.